Manufacturer narrative:
Device evaluation: the lens was returned dry in a cartridge case. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear and white residue on the lens. Patient code: (B)(4) - secondary surgical intervention - explant and exchange for same model/length/diopter lens work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to the lens was not positioned correctly in the eye. There was no patient injury. The lens was exchanged with another same model/length/ diopter lens and the problem was resolved. The reporter indicated the cause of the event was unknown but there was no issue with the lens or patient.